Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was very loud and did not work properly. Per wo review on (B)(6) 2022, patient got switched to another device. Per additional information received on (B)(6) 2022, there was no other issue, than the noise. Therapy was finished with a second device. Device would be send to crs for further clarification. No injury of the patient. Per investigator notification received on (B)(6) 2023, it was reported that the chiller pump was defective.

Event description:
It was reported that the arctic sun device was very loud and did not work properly. Per wo review on 20dec2022, patient got switched to another device. Per additional information received on 21dec2022, there was no other issue, than the noise. Therapy was finished with a second device. Device would be send to crs for further clarification. No injury of the patient. Per investigator notification received on 26jul2023, it was reported that the chiller pump was defective.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a filed chiller pump. The device was evaluated upon receipt. It was noted that chiller pump was defective during evaluation. No repairs were made as unit was scrapped. The device history record review was not required as event was not an out of box failure and therefore is not manufacturing related. Labeling review was not required since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.